Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving inappropriate shock therapies. The patient received the shock when resting during an exercise. Interrogation revealed the patient was pushed into fast ventricular tachycardia by an antitachycardia pacing therapy. The device delivered a couple more antitachycardia pacing therapies before delivering a shock and restoring the patient back to sinus tachycardia. The therapies were delivered due to morphology mislabeling. The morphology parameters were adjusted. The patient condition is stable and will return for a routine follow-up.